Manufacturer narrative:
The associated complaint devices were not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery the tip of the screwdriver broke off while screw tightening, it broke inside the patient, all pieces were recovered. S+n back-up device available and used. Delay greater than 30 min. No injury reported.